Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. No unexpected off no power, low battery, battery out limit and failed battery test alarms or motor error alarm noted during our testing. All operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 213 mg/dl. Device had also alarmed off no power alarm and failed battery test alarm. Customer mentioned there was no low battery alert prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.